Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that an unspecified number of bd ultra fine¿ pen needles were unable to deliver insulin/medication and unable or difficult to prime. Product defects were noted during use. The following information was provided by the initial reporter: material no. 320122 batch no. 9310075. Verbatim: consumer stated, no insulin flow when priming. Date of event: unknown. Verbatim from email: bd nano ultra -fine pen needle this needles are not working like they should out of a 100 needles in a box 20 of them are bad that is in every box that I get from pharmacy something must be done about this.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd ultra fine¿ pen needles were unable to deliver insulin/medication and unable or difficult to prime. Product defects were noted during use. The following information was provided by the initial reporter: material no. 320122, batch no. 9310075. Verbatim: consumer stated, no insulin flow when priming. Date of event: unknown. Verbatim from email: bd nano ultra-fine pen needle this needles are not working like they should out of a 100 needles in a box 20 of them are bad that is in every box that I get from pharmacy something must be done about this.